Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of multiple pump off alarms was confirmed via log file analysis. A review of the submitted log file, extracted from the exchanged controller, contained data spanning approximately 3 days (26jul22 ¿ 28jul22 per timestamp). Starting 27jul22 at 4:57:21, while connected to the power module, the pump intermittently operated at speeds lower than the lsl with transient pump stops. The speed drops were coincident with pump power elevations of 9.4 - 20.5 watts, pi ranging from 0 - 9.4, and the flow dropping to as low as 0 lpm. The speed changes and pump stops did not resolve before the driveline was disconnected on 28jul22 at 1:14:27 for controller exchange. There were no other notable alarms active in the log file. A review of the submitted log file, extracted from the new primary controller, contained data spanning approximately 8 days (28mar20 ¿ 2apr20, 28jul22 ¿ 29jul22 per timestamp). The driveline was connected at 28jul22 on 2:03:35, consistent with the controller exchange. All of the captured data appeared to show the pump operating as intended after the controller exchange. The heartmate ii system controller (s/n: unknown) was not returned for analysis. Per the provided information, the system controller was exchanged and discarded due to not being covered under warranty. The patient has had no alarms since the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR number: 2916596-2022-12624. It was reported that the patient was hospitalized after suffering a stroke. They have been convalescing in the progressive care unit (pcu). On (B)(6) 2022, while connected to wall power, the patient experienced a series of multiple low-flow alarms and pump off alarms. In this context, the patient's controller was exchanged. A log file review revealed numerous low speed and pump stop events on (B)(6) 2022 at 0457 through (B)(6) 2022 at 0109 while connected to the power module (pm). The controller was exchanged on (B)(6) 2022 at 0114. Additional information revealed multiple areas of discontinuity of the driveline. The driveline was damaged with areas of heavy taping. There was a twisting of the driveline as well.